Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that they couldn¿t draw the plunger. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7296924. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200723264, 200723843] noted that did not pertain to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd plastipak¿ syringe plunger wouldn't draw up before use. The following information was provided by the initial reporter, translated from japanese to english: "hcp couldn't draw plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe plunger wouldn't draw up before use. The following information was provided by the initial reporter, translated from japanese to english: "hcp couldn't draw plunger."